Event description:
It was reported that the concerto helix 2mm x 4cm coil would not advance through the microcatheter. Additionally, there were issues with the pusher being kinked or broken, and the coil experienced separation, breakage, or premature detachment. The coil was subsequently removed from the patient through normal removal from the catheter. No patient symptoms or complications were associated with this event. The devices were prepared as indicated in the IFU.

Manufacturer narrative:
Continuation of d10: product ID ID-1-5 (lot: b807863); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.